Event description:
The facility reported an intermate in which the distal luer cracked and leaked. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This is report 6 of 20 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Additional information: the root cause is due to a manufacturing defect.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a surface crack on the luer post. Functional leak test was also performed by filling them with green water then monitored for 24 hours. After 24 hours of monitoring period, no leakage was observed from the sample with the surface crack. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.